Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient keeps having episodes and the ins seems to be getting lower (loosing charge) more rapidly than anticipated. When the patient has episodes, it can appear like he is having a seizure and specifically happens when the batteries seem to get low on charge. There has been two "episodes" and the first was on (B)(6) 2021 and the second was on (B)(6) 2021.